Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded high out of range shock impedance measurements greater than 200 ohms. Technical services (ts) discussed possibility of performing a commanded to shock to obtain actual shock lead impedance and mention it is physician discretion either to continue monitoring or replaced lead. It was noted this ICD implant procedure this right ventricular (rv) lead shock impedance has been high out of range greater than 125 ohms. This ICD remains in service. No adverse patient effects were reported.